Event description:
This is filed for incomplete coaptation and tissue injury. It was reported the mitraclip procedure was performed to treat degenerative grade 4+ mitral regurgitation (mr) with a p2 flail. There was a preexisting torn chord. The first clip was implanted without issue in the center of a2/p2. To further reduce mr, a second clip was advanced. However grasping the leaflets was unsuccessful, when attempting to remove the clip, it was caught on the chordae and a tear occurred. The device was removed from the patient and exchanged for a larger clip. The larger xt clip was advanced to the valve to attempt to reduce the mr and get the chord that was flailing. However, due to giant scallop between p2 and p1, there was not enough posterior leaflet to capture. Capturing attempts were made for over one hour. The decision was made to reposition the clip in an area in which more posterior leaflet could be grasped. There was a good posterior grasp but after deployment the clip detached from the anterior leaflet and remained on the posterior leaflet (single leaflet device attachment/slda).the physician suspects the anterior leaflet was damaged during the multiple capturing attempts causing the slda. Mr was reduced to 3, the patient was going to be scheduled to undergo surgery for a mitral repair. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip delivery system referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported difficult or delayed positioning (difficult to capture leaflet) appears to be related to challenging anatomy (giant scallop between p2 and p1). The reported single leaflet device attachment (slda) appears to be related to difficult or delayed positioning. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The patient effect of unspecified tissue injury appears to due to the reported difficult or delayed positioning. The serious injury/ illness/ impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.